Event description:
Attached fs to pc, attached dlu. Display read replace dlu. Tech took off and restarted and checked fs to pc attachment. Put on a new dlu. Separated anvil from cartridge. Placed anvil in pursed stringed esophagus, brought cartridge through gastric tube and attached cartridge to anvil. Closed to firing range. Pc display indicated they were in the range. Doctor noticed the anvil and cartridge were in fact about a 1/2 separated (cartridge to anvil). Pressed closed several more times to close. Nothing happened. Removed fs and replaced with new fs and cartridge. Attached and closed. Fired complete with good donuts.